Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) inappropriately withheld therapies for ventricular tachycardia (vt) that was detected as supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: 6996sq58 lead implanted: (B)(6) 2024 5019 adaptor implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device supra ventricular tachycardia (svt) discriminator that is used to distinguish between rapid and gradual onset of fast ventricular rhythms, inappropriately withheld therapies for ventricular tachycardia (vt) after detecting it as supra ventricular tachycardia (svt). Follow concluded the device was reprogrammed. The device remains in use. No further patient complications have been reported as a result of this event.